Event description:
Same case as MDR ID # 2134265-2013-08532 and 2134265-2013-08550. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing the atlantis sr pro² imaging catheter to the lesion, they attempted to perform pullback. However, it was noted that the motor drive unit was unable to perform automatic pullback. Re-setting was done outside of the patient's body but the issue could not be resolved. The procedure was completed with a non-bsc catheter. No complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that the hub flaps appeared normal and a good click sound was heard during insertion into the mdu system. The telescope assembly was able to properly pull back, advance, and retract. By using a test pullback sled assembly, the catheter was able to properly pull back manually and automatically. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No issues or defects were observed during product analysis of the returned device. The device met specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-08532 and 2134265-2013-08550. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After crossing the atlantis sr pro 2 imaging catheter to the lesion, they attempted to perform pullback. However, it was noted that the motor drive unit was unable to perform automatic pullback. Re-setting was done outside of the patient's body but the issue could not be resolved. The procedure was completed with a non-bsc catheter. No complications were reported and the patient's status is good.